Event description:
The hospital reported that during an endoscopic vein harvesting procedure t.w. Power supply didn't offer power when the trigger on the vh-3500 was pulled. The green light on the power supply was blinking. The power setting on the hemopro power supply was 2.5. They tried different vh-3500 cords and a different power supply cord and different cutters didn't work. During the case, the power supply was replaced with a spare and the vh-3500 cutter worked. There was a short delay as they switched out the power supply. No patient effects as the cutter just didn't work during the case. The case was completed with no issues once a new power supply was put in place.

Manufacturer narrative:
Trackwise ID (B)(4).

Manufacturer narrative:
Trackwise#: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. The device was returned to the factory for evaluation on 07/29/2022. An investigation was conducted on 08/23/2022. A visual investigation was conducted. Signs of clinical use and no evidence of blood were observed. The power supply was observed to be intact, with no visual defects observed. An electrical evaluation was conducted. A reference power cord was attached to the power supply and the device was switched on. The green lights on the power supply were observed to be blinking, indicating intermittent power delivered to the device. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, hp2, and returned power supply vh-3010 at level 3.0. The device did not pass the pre-cautery test. No visible steam or heat was produced when the device was activated and no tone was audible from the power supply upon activation. Based on the returned condition of the device, the reported failure "failure to deliver energy" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications.